Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: >7.5; lab: 6.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 7.5; reference: 6.9; mean: 7.20; confidence limits: n/a. Inr results exceeding 5.0 generally have reduced trueness, precision and linearity, both in point-of-care and laboratory based pt testing. No confidence interval could be established. No further testing beyond the investigation is required at this time. No product is expected to be returned. As of 09/08/2010, five discrepant result complaints were reported for lot #234586 yielding a complaint rate of 0.001%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.